Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) procedure, subject flow diverter was successfully implanted. About 5 months post procedure, the patient suffered monoparesis left upper limb on awakening. MRI (magnetic resonance imaging) shows recent ischemic stroke and acute anterior junctional aca-acm right, most likely stenosis of the right carotid siphon stent in a patient who had discontinued treatment. A concomitant or additional treatment given due to this adverse event. According to site this adverse event had a possible relationship with dapt (dual anti-platelet therapy) and to disease under study and unlikely relationship with the subject flow diverting stent. Unknown treatment was performed. Adverse event is still ongoing. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 90 min. The size of the stent was appropriate for treatment site. The percentage of stenosis cannot be evaluated because there was no angiography done, only MRI. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. The anatomy was not tortuous. Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. Additional information received on the 15-dec-2023 is as follows; ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right) treatment required: hospitalized with a concomitant or additional treatment image results: MRI: ischemic lesions in junctionnal territory (aca-mca) at right side. Additional information received on the 14-may-2024 is as follows; ae#2 is not related to the procedure or to the subject stent. An assignable cause of anticipated procedural complication will be assigned to the reported events 'patient neurological deficit¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) procedure, subject flow diverter was successfully implanted. About 5 months post procedure, the patient suffered monoparesis left upper limb on awakening. MRI (magnetic resonance imaging) shows recent ischemic stroke and acute anterior junctional aca-acm right, most likely stenosis of the right carotid siphon stent in a patient who had discontinued treatment. A concomitant or additional treatment given due to this adverse event. According to site this adverse event had a possible relationship with dapt (dual anti-platelet therapy) and to disease under study and unlikely relationship with the subject flow diverting stent. Unknown treatment was performed. Adverse event is still ongoing. No additional information available. Update: additional information received on 23-oct-2023 stated that the adverse event was due to thrombosis because the patient did not take the aspirin correctly. The percentage of stenosis cannot be evaluated because there was no angiography done, only magnetic resonance imaging (MRI). Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. No additional information available. Update: received additional information on 15-dec-2023 that on 04-apr-2023 there is ae#2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)). According to site this adverse event had a causal relationship to procedure, subject device, and with dapt (dual anti-platelet therapy) and a probable relationship to disease under study or underlying condition or disease. Patient was hospitalized with a concomitant or additional treatment. Adverse event is still ongoing. MRI (magnetic resonance imaging) revealed ischemic lesions in junctionnal territory (aca-mca) at right side. No additional information available. Update: additional information was received on 14-may-2024 stated that (ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)) is not related to procedure, subject device, other stryker devices, and to the disease under study or underlying condition or disease. Treatment was not required, and imaging results reveled that intracranial hemorrhage due to aneurysm rupture. No additional information available.

Manufacturer narrative:
D4 lot # - corrected from 22030084 to 22030084r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 90 min. The size of the stent was appropriate for treatment site. The percentage of stenosis cannot be evaluated because there was no angiography done, only MRI. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. The anatomy was not tortuous. Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) procedure, subject flow diverter was successfully implanted. About 5 months post procedure, the patient suffered monoparesis left upper limb on awakening. MRI (magnetic resonance imaging) shows recent ischemic stroke and acute anterior junctional aca-acm right, most likely stenosis of the right carotid siphon stent in a patient who had discontinued treatment. A concomitant or additional treatment given due to this adverse event. According to site this adverse event had a possible relationship with dapt (dual anti-platelet therapy) and to disease under study and unlikely relationship with the subject flow diverting stent. Unknown treatment was performed. Adverse event is still ongoing. No additional information available. Update: additional information received on 23-oct-2023 stated that the adverse event was due to thrombosis because the patient did not take the aspirin correctly. The percentage of stenosis cannot be evaluated because there was no angiography done, only magnetic resonance imaging (MRI) . Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. No additional information available.

Manufacturer narrative:
B2 outcomes attributed to ae - updated. B5 executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 90 min. The size of the stent was appropriate for treatment site. The percentage of stenosis cannot be evaluated because there was no angiography done, only magnetic resonance imaging (MRI). The adverse event was due to thrombosis because the patient did not take the aspirin correctly. The anatomy was not tortuous. Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. Additional information received on the 15-dec-2023 is as follows; ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right) treatment required: hospitalized with a concomitant or additional treatment image results: MRI: ischemic lesions in junctionnal territory (aca-mca) at right side. An assignable cause of anticipated procedural complication will be assigned to the reported events 'patient stroke¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) procedure, subject flow diverter was successfully implanted. About 5 months post procedure, the patient suffered monoparesis left upper limb on awakening. MRI (magnetic resonance imaging) shows recent ischemic stroke and acute anterior junctional aca-acm right, most likely stenosis of the right carotid siphon stent in a patient who had discontinued treatment. A concomitant or additional treatment given due to this adverse event. According to site this adverse event had a possible relationship with dapt (dual anti-platelet therapy) and to disease under study and unlikely relationship with the subject flow diverting stent. Unknown treatment was performed. Adverse event is still ongoing. No additional information available. Update: additional information received on 23-oct-2023 stated that the adverse event was due to thrombosis because the patient did not take the aspirin correctly. The percentage of stenosis cannot be evaluated because there was no angiography done, only magnetic resonance imaging (MRI) . Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. No additional information available. Update: received additional information on 15-dec-2023 that on (B)(6) 2023 there is ae#2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)). ¿according to site this adverse event had a causal relationship to procedure, subject device, and with dapt (dual anti-platelet therapy) and a probable relationship to disease under study or underlying condition or disease. Patient was hospitalized with a concomitant or additional treatment. Adverse event is still ongoing. MRI (magnetic resonance imaging) revealed ischemic lesions in junctionnal territory (aca-mca) at right side. No additional information available.

Event description:
It was reported that during right internal carotid artery-communicating (c7 segment) procedure, subject flow diverter was successfully implanted. About 5 months post procedure, the patient suffered monoparesis left upper limb on awakening. MRI (magnetic resonance imaging) shows recent ischemic stroke and acute anterior junctional aca-acm right, most likely stenosis of the right carotid siphon stent in a patient who had discontinued treatment. A concomitant or additional treatment given due to this adverse event. According to site this adverse event had a possible relationship with dapt (dual anti-platelet therapy) and to disease under study and unlikely relationship with the subject flow diverting stent. Unknown treatment was performed. Adverse event is still ongoing. No additional information available. Update: additional information received on 23-oct-2023 stated that the adverse event was due to thrombosis because the patient did not take the aspirin correctly. The percentage of stenosis cannot be evaluated because there was no angiography done, only magnetic resonance imaging (MRI). Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. No additional information available. Update: received additional information on 15-dec-2023 that on (B)(6) 2023 there is ae#2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)). According to site this adverse event had a causal relationship to procedure, subject device, and with dapt (dual anti-platelet therapy) and a probable relationship to disease under study or underlying condition or disease. Patient was hospitalized with a concomitant or additional treatment. Adverse event is still ongoing. MRI (magnetic resonance imaging) revealed ischemic lesions in junctionnal territory (aca-mca) at right side. No additional information available. Update: additional information was received on 14-may-2024 stated that (ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)) is not related to procedure, subject device, other stryker devices, and to the disease under study or underlying condition or disease. Treatment was not required, and imaging results reveled that intracranial hemorrhage due to aneurysm rupture. No additional information available. Update: additional information received on 01-nov-2024 indicated a third adverse event, which began and resolved on (B)(6) 2023. According to the site and cec (clinical events committee), this adverse event is not related to the procedure or to other stryker devices. According to the site, it is not related to the subject device or dapt (dual anti-platelet therapy), but cec deemed it possibly related. The site also determined it was not related to the disease under study, while cec considered it possibly related to an underlying condition. Image results: ¿brain scanner carried out without injection followed by an angioct scanner of the supra-aortic trunks and a cerebral venous scan.¿ no additional information available. Received additional information on 11-nov-2024 stated that there is an update to ae#1 ¿monoparesis left upper limb on awakening ¿ according to cec (clinical events committee) this adverse event is not related to the procedure, to the disease under study or underlying condition or disease, or to other stryker devices. It is possibly related to the subject device and to dapt (dual anti-platelet therapy). No additional information available. And #2 ¿stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right)¿ according to cec (clinical events committee) this adverse event is not related to the procedure or to the disease under study or underlying condition or disease. It is possibly related to the subject device and causal related to dapt (dual anti-platelet therapy). No additional information available.

Manufacturer narrative:
B5 executive summary - updated. D4 - gtin - corrected. PMA/510(k) - g4 - corrected . F10 / h6 clinical signs code grid - health effect - clinical code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the duration of the procedure was 90 min. The size of the stent was appropriate for treatment site. The percentage of stenosis cannot be evaluated because there was no angiography done, only MRI. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. The anatomy was not tortuous. Medical treatment was administered due to event: brilique + kardégic for 1 month then kardégic for life. The adverse event was due to thrombosis because the patient did not take the aspirin correctly. Additional information received on the 15-dec-2023 is as follows; ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right) treatment required: hospitalized with a concomitant or additional treatment image results: MRI: ischemic lesions in junctionnal territory (aca-mca) at right side. Additional information received on the 14-may-2024 is as follows; ae#2 is not related to the procedure or to the subject stent. Additional information received on 01-nov-2024 is as follows: ae#3: stroke appearance of recent cortical and sub-cortical ischemic lesions . Additional information received on 11-nov-2024 is as follows: ae#1/device deficiency: monoparesis left upper limb on awakening. Ae #2: stroke (left upper limb weakness. Patient discontinued recently the kardégic 160 mg resulting in ischemic lesions in junctionnal territory (aca-mca at right). An assignable cause of anticipated procedural complication will be assigned to the reported events 'patient stroke¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.